Event description:
Paramedics attended to a pt diagnosed as asystolic. When the paramedic attempted to connect the pacing cable to the device, the pacing cable connector allegedly broke and fell inside the device. The paramedic was subsequently unable to administer pacing to the pt. The pt was not resuscitated. The rptr indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.